Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000125. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the motion batteries. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the battery was not holding a charge as long compared to previous performance. It was noted this started about a week prior and occurred while the site moves the system after use. This issue was noted outside of a procedure, and there was no patient involvement.